Manufacturer narrative:
(B)(4). One companion sample was received in the original packaging in reference to the low drain volume alarm. The set was placed on a machine for priming and no alarms were noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed in the lab. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A companion sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm (ldv) that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated there was air in the patient line. The tsr advised the hp to start over with new supplies and assisted to end therapy. On (B)(6) 2011 product surveillance spoke with the hp who stated the source of the air was unknown. Manuals were used to finish therapy. There was no patient injury or medical intervention.